Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported this right ventricular (rv) lead was capturing the atrium. It was noted that a revision took place and this lead was repositioned successfully. No adverse patient effects were reported.